Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricle leads were capped and replaced on (B)(6) 2020 due to low out of range pacing impedance, chronic noise, and suspected lead fracture. The patient was stable. Related manufacturer reference number: 2017865-2020-04189.